Event description:
Patient reported having concerns with her infusion device. Patient stated she believes the device does not deliver the correct amount of insulin. Patient reported having elevated blood glucose levels during the night. Patient stated her blood glucose level during the last days reached 400 mg/dl, while normally it is about 90-200 mg/dl. Patient reported that on tuesday morning her blood glucose level was 400 mg/dl where the previous night it was 110 mg/dl so she delivered a bolus of 9 units of insulin and after 30 minutes she checked again and her blood glucose level was about 100 mg/dl; blood glucose level decreased too quickly. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.